Event description:
The subsidiary service engineer reported that during routine testing of the device at the service ctr, there was physical damage on the circuit board and display panel of roller pump. This issue was found on a demo unit that the subsidiary site was repairing. There was no patient involvement.

Manufacturer narrative:
The subsidiary site will be replacing the pump pod assembly and the membrane switch panel of the roller pump.